Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomed technician reported that there was a crack in a dialyzer and a blood leak. In a follow up, a clinic manager clarified that the blood leak occurred right at the start of the treatment. Blood test strips were not used as the blood leak was visually seen in the red hansen line and in the dialyzer. The leak was an internal blood leak. The machine was a fresenius 2008t machine and it did alarm appropriately with a blood leak alarm. Fresenius bloodlines were used. There was a crack noticed in the dialyzer under the labelling. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. The treatment was completed the same day with new supplies on a different machine. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The dialyzer was subjected to a laboratory bubble point leak test. The dialyzer failed as a steady stream of bubbles was noted coming from the cut surface at approximately 0° on the non-cavity ID end (with the dialysate ports positioned at 0°). The dialyzer was deconstructed where the header was removed. During the visual examination of the sample, a delamination was observed on the non-cavity ID end of the dialyzer extending from approximately 330° to 45°, with the dialysate ports situated at 0°. No other damage or irregularities were noted on the returned sample, specifically no cracks were found. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A biomed technician reported that there was a crack in a dialyzer and a blood leak. In a follow up, a clinic manager clarified that the blood leak occurred right at the start of the treatment. Blood test strips were not used as the blood leak was visually seen in the red hansen line and in the dialyzer. The leak was an internal blood leak. The machine was a fresenius 2008t machine and it did alarm appropriately with a blood leak alarm. Fresenius bloodlines were used. There was a crack noticed in the dialyzer under the labelling. The patient¿s estimated blood loss (ebl) was 200 ml. There was no patient injury, adverse events or medical intervention required as a result of this event. The treatment was completed the same day with new supplies on a different machine. The device is available to be returned to the manufacturer for evaluation.